Manufacturer narrative:
The reported event of eri not being triggered was not confirmed. The device did not trigger eri flag when battery voltage was at eri level because the battery voltage had not yet dropped below the eri trim voltage. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device didn't trigger elective replacement indicator (eri) alert. Review of session records and device image indicated that device was at eri a month ago. Device replacement was discussed. Patient was stable.

Event description:
New information received indicated that the device was explanted and replaced.